Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) was able to force release the broken cubie. (Drawer 5.2 pkt a5 in the main) but the sensor was not registering. The magnet strip had dislodged and was not reading. So, the fse was able to get the magnet back in place and recommend replacing that drawer when it was more convenient. Then the fse tested drawer in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that failed drawer. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.